Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device brand name/ product code: not provided/ unknown device catalog/ lot number: not provided/ unknown . Initial reporter fax number: not provided/ unknown. PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported that an unknown zimmer healing abutment was unable to seat into the implant. Doctor reported the implant internal hex was damaged. Implant was removed and procedure was completed using another implant. Tooth location 30.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One unknown zimmer biomet healing abutment was not returned; no pre-existing conditions were noted. The devices was intended for tooth #46 (fdi). X-ray & picture evaluation: x-ray or picture images were not provided. DHR & complaint history review (unknown healing abutment): DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. All products were conforming at the time they left zimmer biomet. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information the reported event was confirmed. However, abutment malfunction could not be verified as the product was not returned.